Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the remote control buttons were broken. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control buttons. In addition, we confirmed that the u/d knob broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Angulation lever broken. This event occurred at the time of during inspection. There was no report of patient harm.